Manufacturer narrative:
A saber rx pta (4mm x 10cm 155cm) balloon catheter was used for pre inflation at the superficial femoral artery. However, it ruptured because of severe calcification. Then, it was replaced with another balloon size and inflation was succeeded. Another saber rx pta (8mm x 4cm 155cm) balloon catheter was used for post inflation at the iliac. However, also the lesion was severely calcified and it ruptured. The maximum inflation pressure was at 8 atm (eight atmospheres). Therefore, it was replaced with .035-compatible balloon and the inflation was succeeded. There was no reported patient injury. The lesion was the superficial femoral artery and the iliac artery. The vessel level of calcification is severe. The vessel level of tortuosity is moderate. The vessel level of stenosis is 90%. The device was stored and handled per the instructions for use (IFU). The device was not use for a chronic total occlusion lesion. There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prep normally. There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. The balloon did maintain pressure during inflation. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. The catheter was not re-shaped by the user. There were no kink/bent noted after device was removed from patient. There was no kink/bend noted in the area of separation. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. There was no patient injury. The device was not returned for analysis. A product history record (phr) review of lot 17629253 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The two reported ¿balloon burst-at/below rbp¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification and a rate of stenosis of 90% may have contributed to the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber rx pta (4mm10cm155) balloon catheter was used for pre inflation at the superficial femoral artery. However, it ruptured because of severe calcification. Then, it was replaced with another balloon size and inflation was succeeded. Another saber rx pta (8mm4cm155) balloon catheter was used for post inflation at iliac. However, also the lesion was severely calcified and it ruptured. Therefore, it was replaced with 35-compatible balloon and the inflation was succeeded. There was no reported patient injury. The lesion was the superficial femoral artery and the iliac artery. The vessel level of calcification is severe. The vessel level of tortuosity is moderate. The vessel level of stenosis is 90%. The device was stored and handled per the instructions for use (IFU). The device was not use for a chronic total occlusion lesion. There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prep normally. There were no anomalies noted during or after the device was prepped. The same indeflator was use successfully with other devices. The maximum inflation pressure was at 8-atmosphere pressure (atm). The balloon did maintain pressure during inflation. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. The catheter was not re-shaped by the user. There were no kink/bent noted after device was removed from patient. There was no kink/bend noted in the area of separation. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. There was no patient injury.